Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was displaying a red triangle. Therefore, the reported condition was confirmed. It was further reported that the device warning lights appeared and the device would not charge. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery device displayed a red triangle when inserted into universal charger device. During in-house engineering evaluation, it was observed that the device warning lights appeared and the device would not charge. It was not reported that the event occurred during surgery. It was not reported if there were any delays in the surgical procedure, or if an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.